Manufacturer narrative:
(B)(4). Please note: this MDR was originally filed on (B)(6) 2016 to an esubmissions test account. Additional information, including post primary and pre revision x-rays have been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details were provided and the relevant device manufacturing records have been retrieved and reviewed, it was found that the parts associated with these records conformed to material and dimensional specification when manufactured. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA.

Event description:
Metafix revision from a hemiarthroplasty to a total hip replacement after approximately 3 years due to the patient reporting acetabular pain.

Manufacturer narrative:
(B)(4). Final report. Additional information, including post primary and pre revision x-rays, patient medical history, results of histological analysis and the explants were requested in order to progress with this investigation, however, these were not all provided, therefore, there was only limited information available for the investigation. The appropriate device details were provided and the relevant device manufacturing records were retrieved and reviewed, it was found that all parts associated with these records conformed to material and dimensional specification when manufactured. The reported devices were not returned to corin (B)(4) for examination, therefore, at this time it cannot be determined whether the corin devices caused or contributed to the patient's experience. Based on this, corin now considers this case closed, however, should any new information be provided, this case can be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Metafix revision from a hemiarthroplasty to a total hip replacement after approximately 3 years due to the patient reporting acetabular pain.